Manufacturer narrative:
Additional information: the associated complaint device was not returned. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Product was sterilized according to sterilization release documentation from quality control. An investigation performed by our clinical medical team noted that no relevant clinical supporting documents were provided therefore, a medical assessment could not be performed. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision surgery was performed due to pain and infection.